Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded high magnification se imaging of the fracture surface taken near the posterior members initiation site showed evidence of fatigue striations and secondary cracks, which indicated that the fracture occurred due to fatigue. Evidence of fatigue was apparent over the majority of the fracture surface. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 24, 2017: claim letter recieved. There is no new information added that changes the MDR decision. Added complainant information, the cup and head product. This complaint was updated on: sep 14, 2017.

Manufacturer narrative:
Catastrophic failure of a poly ax distal femoral plate. Plate failed about two months after insertion. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catastrophic failure of a poly ax distal femoral plate. Plate failed about two months after insertion.